Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient develop asthma. The reported event develop asthma and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection: unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Slight dust-like contamination on top of the blower motor and the blower motor seal. Unknown film of contamination on the top and bottom of the blower motor. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specs of contamination on the bottom the blower box. Pil used a fit (foam integrity test tool) and the associated procedure ER (B)(4) v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. Review of the device log showed: -errors logged: 0 errors were logged. -device was likely reset prior to pil receipt as indicated by the device having 1100.8 machine hours and no blower or therapy hours. Risk tag (ER (B)(4) v20) associated with this mode of failure: irrit02, inflect. The results of this investigation do not impact the calculated risks. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).